Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl (250mcg/ml at unknown dose) and hydromorphone (25mg/ml at unknown dose) via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp) stated that today they interrogated the patient with the new version two software and got a motor stall and motor stall recovery message. The hcp stated that the patient had never had magnetic resonance imaging (MRI) since the life of the pump due to the fact that they had a competitor's spinal cord stimulator system and the leads were not MRI safe. The hcp checked the pump logs and there was no log for this event. The manufacturer's technical services specialist (tss) discussed electromagnetic interference (emi) or other magnetic interaction. Tss discussed fact that the stall had recovered. The hcp stated they would monitor the patient and pump for future events.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.